Event description:
Since having the essure product implanted, I have been suffering from pelvic pain, dark brown bloody discharge most days, constant fatigue, and the inability to keep weight off no matter how little I eat or how much I exercise. I have had these problems for almost 3 years.